Event description:
The customer reported an inability to acquire a 12 lead ECG. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported an inability to acquire a 12 lead ECG. There was no patient involvement. A philips field service engineer evaluated the device. The reported symptom was confirmed. It was noted the contacts were dirty. The ECG lead set and trunk cables were cleaned and the issue was resolved. The device passed all testing and remains at the customer site for use. Cleaning of the cables resolved the reported symptoms.